Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. No further details to report.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the needle failing to retract. The device was received with the cannula assembly fully deployed. The download data shows an 0xcb alarm, indicating low voltage detection, occurred during operation. During investigation, all three batteries were measured to have sufficient voltage and shelf mode current was measured to be within specification. No damages or defects were observed that would result in the 0xcb alarm. The root cause of the reported alarm could not be determined. Timeouts visible in the download data were caused by the plunger reaching the bottom of the reservoir rather than lack of of power form the batteries. During the investigation it was noted that the external portion of the soft cannula was damaged. A tear was found from with fluid was observed exiting trough. It could not conclusive me determined when the damaged occurred towards the soft cannula. However it could be concluded that the observed damage did not cause the reported symptom codes. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.